Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false initial reactive architect hiv ag/ab combo result was generated following a highly reactive sample. Sample a: 800 s/co (reactive). Sample b: 4 s/co (reactive) for a known nonreactive sample. The customer suspected carryover contamination and performed testing to troubleshoot the issue. A highly reactive sample and a known nonreactive sample was tested several times in alternation. The nonreactive sample consistently produced a reactive result confirming the customer's suspicion of carryover contamination. No impact to patient management was reported.

Manufacturer narrative:
Abbott field service replaced the architect probe and the 100ul trigger pump to resolve the issue. No contributing factors in the month prior to the complaint were identified in regards to the system. The service history of the (B)(6) verifies no subsequent false reactive hiv results have been reported. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the architect i2000sr was identified.